Manufacturer narrative:
There was no patient involved with this concern. Device manufacture date was unavailable as no lot number was provided. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A surgeon reported that the screw of the clamp attachment was worn. There was no patient involved with this concern.